Event description:
It was reported by service report that the fowler of the bed was stuck in the upper position, and would not lower. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: motion lift cable was unplugged.